Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ strong pain') in an adult female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma (removed through surgery on (B)(6) 2019), flank pain, abdominal pain lower, hodgkin's disease, ovarian cancer, dizziness, sinus disorder and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("anemia"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced heavy menstrual bleeding ("extra heavy flow all month") and bladder disorder ("bladder problems"). The patient was treated with iron and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, iron deficiency anaemia, dyspareunia and bladder disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dyspareunia, heavy menstrual bleeding, iron deficiency anaemia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: uterus increased in size for 10 weeks, small intramural fibroid, coils from essure seen, no hydrosalpinx. Lot number:893031. Manufacture date:2011-08. Expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ strong pain') in an adult female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma (removed through surgery on (B)(6) 2019), flank pain, abdominal pain lower, hodgkin's disease, ovarian cancer, dizziness, sinus disorder and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("anemia"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced heavy menstrual bleeding ("extra heavy flow all month") and bladder disorder ("bladder problems"). The patient was treated with iron and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, iron deficiency anaemia, dyspareunia and bladder disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dyspareunia, heavy menstrual bleeding, iron deficiency anaemia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: uterus increased in size for 10 weeks, small intramural fibroid, coils from essure seen, no hydrosalpinx. Most recent follow-up information incorporated above includes: on 10-nov-2021: mr received. Case became serious incident as essure was removed. Reporter and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.